Event description:
It was reported that during an unknown procedure, after firing a third device, a leak was noticed. The surgeon converted to open and fixed the leak with no patient consequence. The patient is currently doing fine.

Manufacturer narrative:
Information anticipated, but unavailable at this time.